Manufacturer narrative:
Carefusion complaint #: (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). Result of investigation: carefusion received the suspect pcba main board from the customer. The part was visually inspected and placed in to a known good unit where the transducer faults were confirmed. The transducer faults discovered are known issues that have been corrected by an internal investigation.

Event description:
The customer reported the high (pip) peak inspiratory pressure alarm, and the xdcf fault occurred on the vela ventilator. The customer stated the unit was on a patient during use; the customer stated there was no harm to the patient.